Manufacturer narrative:
B3 event unknown device was not returned for root cause analysis and no photographic evidence was provided to aid in this investigation. Service history showed no previous repair was noted in the last 12 months. An error history log was not provided to aid in the investigation. As a result, a product evaluation and problem confirmation of primary audible alarm could not be performed.

Event description:
It was reported that device had primary audible alarm background test. There was no patient involvement.